Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed visual, electrical and mechanical inspection with no anomalies observed.

Event description:
It was reported the epg (external pulse generator) did not pass the biomedical engineer's calibration check. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) did not pass the calibration check. The epg will be returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).